Manufacturer narrative:
Concomitant products: product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4). Analysis of the extension with serial number (B)(4) found that the extension body outer insulation had a breached depression on the # 0 conductor. Analysis of the extension with the serial number (B)(4) body was cut through and the product segmented. Analysis of the implantable neurostimulator (ins) found that the battery was not in new condition.

Event description:
Product returned with no information.